Manufacturer narrative:
The reported event of the "se indicator was lit in red and navigation was not displayed" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the paroxysmal supraventricular tachycardia procedure, when the catheter was inserted into the heart and connected to the tactisys, se indicator was lit in red and did not display navigation which caused procedural delays. The catheter was re-connected, and the ensite precision and the module were restarted, but sensor enabled function was not recognized. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.